Event description:
Customer reported that the insulin pump's keypad was unresponsive. Customer stated that the b and up arrow buttons were the only responsive keys. Blood glucose level was 163.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened down arrow button dome switch. The insulin pump was received with a cracked case at the display window corners, cracked display window corners, and minor scratches on the display window.